Event description:
It was reported from computed tomography (CT) scan, that patient's right ventricular (rv) lead was dislodged. Pericardial effusion was also noted. The lead was repositioned on (B)(6) 2023. The patient was stable.